Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
The stryker representative reported that during the procedure, it was noticed the posterior inferior edge did not fit as expected.

Manufacturer narrative:
The reported event could not be confirmed as no post op CT scans or photos were provided for review. As described in the event description, the sales rep stated that it was noticed during the procedure, the very most posterior inferior edge sat a little proud. However, it was reported that this did not cause any adverse consequences for the patient or any surgical delay. The manufacturing documents were reviewed and showed no deviations. In conclusion, the peek implant was designed according and manufactured according to specification. No device problem could be found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
The stryker representative reported that during the procedure, it was noticed the posterior inferior edge did not fit as expected.